Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: investigation into the issue of not being able to access the trumatch surgeon portal found that the trumatch website log-in button wasn¿t working on the depuysynthes.com trumatch webpage. The url on the external facing website was incorrect, which prevented users from logging into the portal. The url has been updated and there have been no additional reports since the change has been implemented. There was no delay to surgery and no patient harm as a result of the incorrect url. The root cause is being attributed to process error since a change was made to the url but the website was not updated to reflect to new url. Since the website has been updated and there have been no additional reports since the change, the need for additional corrective action is not indicated. Monitor complaints per sep-419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the account keeps shutting down if it isn't used for a couple of weeks.